Event description:
It was reported that the patient had a change in therapy effect and a return of symptoms. It was noted that the patient updated their healthcare professional (hcp) about their symptoms and had a follow-up appointment on (B)(6) 2014. It was reported that the patient did not think their pump was working because their back was ¿killing her.¿ it was noted that the patient¿s back pain had been bothering them for the past 3-4 days at the time of report. It was reported that the patient was not sleeping at night because of their pain. It was reported that the pump was being used to infuse an unknown drug and morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).